Manufacturer narrative:
The device was returned to the endochoice service center for evaluation and repair. A problem with the image was identified requiring a repair, from which the ccd camera head assembly of the distal tip was replaced.

Event description:
It was reported that during a procedure the entire image went gray. Movement was still discernible, but any true image could not be recognized. The malfunction remained even after the scope was reconnected to the processing unit. Additionally, the scope was disinfected and re-tested in a separate room, from which lines appeared in the center image. There was no report of injury or other negative health consequence to any patient.